Manufacturer narrative:
The insulin pump was received with high currents due to a faulty component on the radio frequency board. No unexpected battery out limit or off no power alarms or off no power without low battery warning alarms were noted. The insulin pump passed the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery test. The device was received with a minor scratched display window.

Event description:
The customer's father reported via phone call that the patient's insulin pump alarmed off no power. The insulin pump had consumed 20 batteries within the past three days. The patient's blood glucose at the time of incident was 182 mg/dl. The device alerted low battery prior to the off no power alarms; however, the device alarmed off no power multiple times in less than 24 hours from the initial low battery warning. The insulin pump was returned and replaced.